Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the patient underwent a laparoscopic hernia procedure in 2009. Mesh was implanted using a tacker. The patient experienced issues and years later underwent an operation to have the mesh removed. During this procedure, it was noted that two of the tacks had migrated into the groin. One tack was removed from the patient in 2013. The second tack is still in the patient and causing problems.